Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Device received from USA stating servicing. During servicing, it was found that the device exhibited cosmetic damage. The device was not used in surgery. It is unk if surgical delay or medical intervention occurred. The date of the event is unk. There is no add'l info provided.